Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the issue has not recurred and that the issue was resolved through reinstalling the device software.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, it was noted that an imprecision of three millimeters was observed when checking a known anatomical landmark. A second image acquisition was performed to re-register the patient which was sufficient for the procedure. It was noted that the surgeon was utilizing infinity instruments. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided. It was later reported that patient data was later cleared from the hard drive and the application software was re-installed on the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.